Manufacturer narrative:
The event occurred in (B)(6). Based on the lot number provided by the customer, the device manufacture date is not known.

Event description:
Reporter stated lancet protrudes beyond the end cap of the multiclix device. No accidental stick occurred. No adverse event reported. Customer did not provide the lot number of the lancets. The manufacturer requested return of suspect product for evaluation.